Event description:
It was reported that after implantation of an intraocular lens (iol) in the right eye (od), the lens subsequently dislocated. Approximately six weeks after onset of the issue, the iol was exchanged for a different model. In the surgeon's opinion, the most likely cause of the dislocation was capsule damage. It is not clear when the capsule damage happened. The patient¿s outcome is good. Additional information including clarification regarding the timing of the capsule damage was requested but was not received.

Manufacturer narrative:
The device was returned and evaluated. The lens was received in two pieces. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Manufacturer narrative:
Additional information: b4, g3, h2, h11. Based on additional information received, the device causality was assessed as unrelated to the event, and therefore this event no longer meets reportability requirements and is no longer deemed reportable.